Event description:
3 total events occurred, blood line clotted on fresenius 2008k machine. The patient care technician notified notified the senior biomedical engineer after the patient was disconnected. The bloodline was still on the dialysis machine. Tech stated there was no alarm, the blood pump was spinning at 300 ml/min and the blood was not moving due to the clotting.